Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) in the pancreas performed on (B)(6) 2019. According to the complainant, during the procedure, difficulty removing the delivery system was encountered due to the adhesion between the stent and the carrier. The nurse had to apply force to remove the carrier, resulting the stent and the carrier to be kinked. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was good.